Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Physician reported left side rupture and textured to smooth implant exchange. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: yellow particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Device has been explanted.